Manufacturer narrative:
The delivery catheter was returned for the reported event of separation failure, bent, and tether fragmentation. The reported event of separation failure was not confirmed but the events of bent and fragmentation were confirmed and attributed to a manufacturing issue. Visual examination found the catheter was returned not attached to a device, but with both tethers bent and one tether fractured without the bullet. X-ray examination found the hypo tube was broken and no other anomalies. Scanning electron microscopy found the broken tether was fractured consistent with fatigue fracture. The cause of the reported event of bent was procedural damage while the cause of the fractured tether was due to a manufacturing issue.

Event description:
Related manufacture reference number: 2017865-2023-37143. Related manufacture reference number: 2017865-2023-37144. It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the helix of the leadless pacemaker was stretched. After the leadless pacemaker and delivery catheter were retracted from the patient body, it noted that the helix stretched because the delivery catheter was bent when the protective sleeve was put on. The initial leadless pacemaker was not used and a second leadless pacemaker was attempted to be installed with the same delivery catheter. It was then noted that the second leadless pacemaker failed to separate from the delivery catheter. Post retrieval, it was noted that the tip of the catheter was fragmented. The procedure was completed with a third leadless pacemaker on (B)(6) 2023. There were no patient consequences.